Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: during investigation, the keypad cover was undamaged and the ok keypad button was intermittently responsive. The keypad cover was opened to find the ok button contact was damaged. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.